Event description:
Reporter stated that customer received the following results on the performa system within 5 minutes: 194 mg/dl and 98 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation of meter memory, result of 191 mg/dl was found instead of 194 mg/dl. Device will not be returned.